Event description:
It was reported that during the surgery, could not close the jaw. Changed toa new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 9/17/2024. D4: batch #890c67. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage no reload present and an unknown trocar inserted in the shaft. In addition, the knife was noted to be partially advanced into the anvil, thus the device would not be closed. The knife was returned to home position and the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to how the knife was partially advanced. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch number 890c67, and no non-conformances were identified. The manufacturing standards were met prior to the release of this batch.

Manufacturer narrative:
(B)(4). Date sent: 9/17/2024.